Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v149177, implanted: (B)(6) 2008, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported the patient was travelling in (B)(6) 2014 and was given a wand search. When the agent held the wand over the implantable neurostimulator (ins) the patient felt a ¿jolt.¿ the ins was on at the time. It was unknown if the experience ¿messed up¿ the patient¿s stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.